Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons not responding. Customer¿s blood glucose level was 120 mg/dl. Customer stated that all buttons was not responding, unable to deliver because of the buttons unresponsive. Customer was observe time clock for one minute and found insulin pump not available. Customer tried to change battery still not responding advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display or alarms do not recur. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test and self test.